Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Chair will not turn off. The consumer stated the chair moves slow forward and fast in reverse.